Manufacturer narrative:
Correction: b5.

Event description:
Additional information received indicates that the patient was presented in the emergency department with persistent fever and it was also reported that the right ventricular (rv) lead, left ventricular (lv) lead and atrial lead had vegetation. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information requested, but was not received.

Event description:
It was reported, that the patient presented with an infection at the implanted device pocket site. The physician explanted the entire system, implantable cardioverter, defibrillator (ICD), right ventricular lead, left ventricular lead and atrial lead, due to infection. The patient condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. There is no allegation or information provided during the investigation that suggests that a device or product malfunction is related to the event.

Event description:
Additional information received indicates that the right ventricular (rv) lead, left ventricular (lv) lead and the atrial lead had vegetation. The patient was stable throughout the procedure.